Event description:
This lead became dislodged and was replaced with and OEM lead. The physician noted that there was tissue in the helix of this lead at the time of explant. Should additional information become available, this file will be updated.

Manufacturer narrative:
The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuttings in the insulation were found. It is reasonable to assume, that the cuttings resulted from the explantation procedure. In summary, the lead presented cuttings in the insulation, which resulted presumably from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.